Event description:
The suction irrigator was inserted into 5mm step trocar for use in patient. Doctor could not get the irrigator tip out of the step trocar; even with using force to try and do so, they could not get it for release from trocar. She needed to remove the trocar with the irrigator stuck in the trocar to remove the two instruments outside of the body. It was removed successfully, and a second product was obtained and utilized for remainder of case.